Manufacturer narrative:
The customer stated that qc prior to the event was showing imprecision. After the event, the laboratory tried to recalibrate, but calibration failed. The customer cleaned the flowcell. A bec field service engineer (fse) was dispatched and replaced the na electrode, which solved the issue. Performance was verified prior to returning it to service.

Event description:
A customer contacted beckman coulter inc. (Bec) stating that the unicel dxc 600 pro synchron chemistry analyzer was generating erroneously low sodium (na) results. The results were not reported out of the laboratory. When the anion gaps were low, the samples were repeated on an alternate instrument in the laboratory. The results were higher and were reported out. The customer could only provide one example of patient results, but stated that the majority of the na results differed by a magnitude of 4 mmol/l. There was no affect to patient treatment in this event.